Event description:
The customer contacted baxter's service center regarding a compromised supply bag, which occurred on the homechoice (hc) during use. The home patient (hp) stated that right after connecting the bags and as they were breaking the frangibles, the supply bag had not been connected to the line properly and disconnected. The hp stated that a little solution dripped out but they connected it to the line anyway. The hp wants to know if they should start over or if it was okay to proceed. The technical service representative (tsr) advised the home patient (hp) to start over with all new supplies to keep the set up aseptic. The hp understood explanation and would start over with all new supplies. The samples are unavailable for evaluation. The hc was okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the home patient (hp) on (B)(6) 2013 regarding reported problem. The hp stated that during setup they were connecting the supply bag to the supply line and they over tightened the luer locks. The hp stated when they were connecting supplies they stripped out the connection. This in turned the supply bag to disconnect and leak some of its solution. The hp stated they were not connected yet when this happened. They stated they called the technical services and they started over with new supplies and everything went fine. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for leak is confirmed because it was reported in the event description that the leak was caused by the patient over tightened the luer locks and stripped out the connection. The assignable cause code was use error because the origin of the leak was identified in the event description. The problem was confirmed and there was enough information for an assignable cause code for the leak complaint. Per the patient at-home guide, users are instructed not to over-torque the connection between the bag and cassette line when setting up supplies for therapy.